Manufacturer narrative:
Isi has received the vessel sealer instrument associated with this incident for failure analysis. Failure analysis investigations confirmed but did not replicate the customer-reported complaint against the vessel sealer extend. Based on the log review, the instrument had one blade jammed failure. However, no dislodged blade was observed during in-house testing. The vessel sealer extend instrument was placed and driven on an in-house system and passed initialization. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe vessel sealer extend tests. There was some bio debris found at the instrument tip. The knife vessel sealer extend slot measurement was 0.027". Site history: as of 05-sept-2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Log review: a system review was conducted, which resulted in the following findings: the logs showed the customer used vessel sealer extend instrument part number 480422-01 lot number m90200526-0343 during the reported procedure on (B)(6) 2020 on system sk1415. It was noted the instrument was used for 1 hour and 1 minute and then replaced with vessel sealer extend instrument part number 480422-01 lot number m90200526-0356. As per the system logs: vessel sealer extend instrument part number 480422-01 lot# m90200526-0343 0343 was used first. It was homed at 20:02 and used for approximately 44 minutes before it was removed and rehomed (presumably to use another instrument) at 20:51. From there, it was used for 7 minutes before there was a ¿cut failed¿ message at 20:58. Blade dwell recovery, blade jammed and blade recovery messages followed. They rehomed the instrument, most likely for troubleshooting, and then had some successive seal events (most likely where they experienced the sealing issue). Instrument was used for 12 minutes with only seals until 21:22, where another vessel sealer extend part number 480422-01 lot number m90200526-0356 was installed and used for the rest of the procedure. Video/image: no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted hemicolectomy surgical procedure, it was noted the vessel sealer extend instrument did not seal the ileocolic artery adequately. As a result, the surgeon had to staple the bleeding vessel in order to control the bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported the during a da vinci-assisted right hemicolectomy procedure, a sealing malfunction error occurred while using the vessel sealer extend (vse) instrument during the transection of the ileocolic artery. On 18-sept-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr informed that on (B)(6) 2020, during a da vinci assisted right hemicolectomy procedure, there was a sealing malfunction error while using a vessel sealer extend instrument. At the time of removing the device, the ileocolic vessel bled. As a result, there was excessive bleeding. The csr had no additional information in regards to how the issue was resolved. The csr stated that the surgeon had reported the patient was recovering well. The patient demographic information was unknown. On 21-sept-2020, isi contacted the surgeon and obtained the following additional information regarding the reported event: the vessel sealer extend (vse) instrument worked without any issues for approximately 30 minutes up until when the incident occurred. The surgeon attempted to cauterize and transect a part of the ileocolic artery using the vessel sealer extend instrument. It was confirmed that the surgeon heard the audible tones indicating that the sealing cycle was complete. However, right after that, there was a "blade exposed" message. The surgeon tried to open the instrument's jaws, but there was a short delay before the vessel sealer extend instrument jaws were opened and released the artery. When the jaws opened, it was observed that the vessel was bleeding, and there was no cautery effect on the vessel. The surgeon pressed against the vessel and then applied pressure with the instrument tips. Then the surgeon used a grasping retractor instrument to grab the bleeding vessel and replaced the vessel sealer extend instrument with a force bipolar instrument. The force bipolar was used to grab the vessel and elevate the overall area and vessel. The surgeon was able to control the bleeding by stapling the ileocolic vessel with a white sureform 60 reload installed on a sureform 60 stapler instrument. The surgeon reported that a small unnamed vessel near the bleeding ileocolic artery was also cut. Although there was no bleeding on that vessel, the surgeon applied hem-o-lok clips to the small vessel as a precaution. The surgeon confirmed the following: the vessel sealer extend instrument had no bio debris, the vessel was not greater than 7mm, there was no tissue tension, and the tissue was not exposed to radiation or chemotherapy. It was reported that the blade exposed message was the only error/message received. The estimated blood loss was about 200cc, and no blood transfusion was administered to the patient. There are no photographic images or video recordings of the event for review.